Manufacturer narrative:
Date of death: specific date of death, month of death and year of death were not provided or known by the reporter. (B)(4).

Event description:
It was reported that there was a patient death. The reporter stated that he read about a death occurrence in the "national journal." The death took place after a pump that had been empty for a week was filled. No other details were known to the reporter. It was noted by the reporter that they were "unsure that it was a medtronic pump even." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).